Event description:
An orsiro mission drug-eluting stent system was selected for treatment. During preparation the stent dislodged from the balloon. Originally reported on MDR-1028232-2024-05906, but stent details were incorrect. That report closed and this report replaces it.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is displaced on the balloon by about 17 mm in proximal direction. The stent has been dilated and is severely deformed, i.e. Several struts are strongly bent. The balloon has been inflated and is thus not well folded anymore. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped centered on the balloon. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined.